Event description:
During an esophageal band ligation procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. The ligation procedure had been completed by use of this device. When removing the endoscope and ligator from the patient, a plastic piece with a black band around it separated from the endoscope and became free inside the patient. The physician attempted to retrieve it with a net device but this was unsuccessful. The physician pushed the detached section into the stomach to be passed naturally through the gastrointestinal tract. The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The initial reporter also reported this event to FDA. (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the finished goods lot number said to be involved, we can report no discrepancies or anomalies were observed. We also reviewed the test values that were documented during manufacture of this ligator barrel and friction fit adapter subassembly. All test values for this subassembly lot met the minimum requirement. A discrepancy or anomaly that could have contributed to the reported occurrence was not observed during our record review. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information regarding the endoscope used with this ligator was requested from the initial reporter, but unable to be provided. This ligator is compatible with endoscopes that have an outer diameter of 9.5mm - 13mm only. If an endoscope with an outer diameter smaller than 9.5mm was used with this ligator, this could have caused the reported barrel detachment. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscopic examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.